Event description:
Per the audiologist, the patient was explanted due to an infection and breakdown of the wound. The patient was explanted in 2009. Reimplantation is planned but had not taken place at the time of this report.